Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerned a 60-year male patient of unknown origin. Medical history and concomitant medications were unknown. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30), from a cartridge, 30, 25 units administered daily, beginning on an unknown date, via a reusable pen humapen savvio gray color pen, beginning since an unknown date, subcutaneously, for the treatment of diabetes mellitus. Since an unknown date, his humapen was not working well as the button of the pen lagged and the cartridge holder was broken from the edges of the side of the pen body. It was reported that the pointer of the pen did not reach to zero (lot. No.1302v09, pc. No. 6206753). On an unknown date in (B)(6) 2022, while on human insulin isophane suspension 70%/human insulin 30%, he had a stroke due to high blood glucose level (units, and reference range not provided). He suffered from inability to remember well or see well when he was asked for the batch number of the pen, and he related these symptoms to stroke. The events stroke and blood glucose increased were considered serious by the company due to medical significance. Corrective treatment involved dose modification of human insulin isophane suspension 70%/human insulin 30% by physician to 40, 35 units per day to prevent him from suffering high blood glucose level again and was instructed to not go over 200mg/dl. Further information regarding corrective treatment was unknown. Outcome of events were recovered. Status of human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of humapen was unknown and his/her training status was not provided. The general humapen model duration of use and suspect model duration of use was unknown. The suspect humapen cartridge holder was broken, hence troubleshooting was not possible and the pen was available for return. The reporting consumer did not consider the events related with human insulin isophane suspension 70%/human insulin 30% or humapen savvio pen. Edit 29 nov 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 01-dec-2022: upon review of information received on 09-nov-2022 updated coding of suspect device from humapen savvio graphite color to humapen savvio gray color.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 13dec2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: the male patient reported that on an unknown date his humapen savvio device "was not working well as the button of the pen lagged and the cartridge holder was broken from the edges of the side of the pen body. It was reported that the pointer of the pen did not reach to zero." In (B)(6) 2022, the patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1302v09, manufactured february 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regards to cartridge holder broken or difficult to dial/set dose issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Based on the reported batch number, the device was manufactured in 2013. It is likely the patient used the device beyond its approved use life. The core instructions for use state the humapen savvio has been designed to be used for up to 6 years after first use. There is evidence of improper use. The patient likely used the device beyond its approved use life. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), concerned a 60-years male patient of unknown origin. Medical history and concomitant medications were unknown. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30), from a cartridge, 30, 25 units administered daily, beginning on an unknown date, via a reusable pen humapen savvio gray color pen, beginning since an unknown date, subcutaneously, for the treatment of diabetes mellitus. Since an unknown date, his humapen was not working well as the button of the pen lagged and the cartridge holder was broken from the edges of the side of the pen body. It was reported that the pointer of the pen did not reach to zero lot. No.1302v09, pc number (B)(4). On an unknown date in (B)(6) 2022, while on human insulin isophane suspension 70%/human insulin 30%, he had a stroke due to high blood glucose level (units, and reference range not provided). He suffered from inability to remember well or see well when he was asked for the batch number of the pen, and he related these symptoms to stroke. The events stroke and blood glucose increased were considered serious by the company due to medical significance. Corrective treatment involved dose modification of human insulin isophane suspension 70%/human insulin 30% by physician to 40, 35 units per day to prevent him from suffering high blood glucose level again and was instructed to not go over 200mg/dl. Further information regarding corrective treatment was unknown. Outcome of events were recovered. Status of human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of humapen was unknown and his/her training status was not provided. The general humapen model duration of use and suspect model duration of use was unknown. The suspect humapen cartridge holder was broken, hence troubleshooting was not possible and the pen was not returned. The reporting consumer did not consider the events related with human insulin isophane suspension 70%/human insulin 30% or humapen savvio pen. Edit 29nov2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 01-dec-2022: upon review of information received on 09-nov-2022 updated coding of suspect device from humapen savvio graphite color to humapen savvio gray color. No other changes were made to the case. Update 13dec2022: additional information received on 12dec2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 1302v09 of humapen savvio gray. Updated improper use and storage from no to yes, date of manufacturer, device return status to no. Corresponding fields and narrative updated accordingly.